Manufacturer narrative:
Complaint number (B)(4).

Event description:
The healthcare professional reported injecting 0.5 cc of evolysse smooth into the lips of a patient. Immediately following the injection, the patient experienced intense burning sensation in the lips which persisted. The patient was treated with benedryl and oral steroids. The lips do not have discoloration or lumps.